Event description:
It was reported that the ax55g was used during an low anterior resection procedure. It was reported by the rep that the nurse was informed by the surgeon of a problem with ax55g stapler. The surgeon used the ax55g and stated that the staples were incompletely formed. This apparently led surgeon to perform a colostomy on this pt, after surgeon oversewed the staple line of the rectal stump.